Manufacturer narrative:
The exact event date was not available, therefore the date 07/01/2025 was used as an estimate, based on the reported onset july 2025. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence and urethral atrophy are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence and atrophy are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. During revision surgery, the physician confirmed atrophy of the patient's anatomy. The device was explanted and replaced. Additionally, the physician noted that the cuff size was considered appropriate at the time of the initial placement and confirmed that the cuff had been positioned correctly. No further complications were reported.